Event description:
It was reported that the patient had infection, including pocket erosion. The lead was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) outer insulation breached evironmental stress cracking (esc). The full lead was returned and analyzed. All conductors had blood/body fluid (not obstructed), outer insulation melted, outer insulation cosmetic esc.